Manufacturer narrative:
(B)(4).

Event description:
It was reported that a surgery was delayed by more than 30 minutes due to the fracture reduction tool breaking apart while trying to remove from the patient. All pieces were removed and no further complications were reported.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.